Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On 19-aug-2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.95 v.

Event description:
It was reported that the battery voltage was low upon interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage was low upon interrogation. It was further reported that the device was explanted due to explanted due to elective replacement indicator and possible early battery depletion. No patient complications have been reported as a result of this event.it was reported that the battery voltage was low upon interrogation. The device remains in use. No patient complications have been reported as a result of this event. 06-apr-2011 it was further reported that the device had elevated impedance and was explanted due to elective replacement indicator and possible early battery depletion.

Event description:
It was reported that the battery voltage was low upon interrogation. It was further reported that the device was explanted due to explanted due to elective replacement indicator and possible early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.95 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On (B)(4)-2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.95 v.